Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the device in overall good condition. No issues were found in the event history log. Functional testing was able to replicate the reported issue. The root cause was the length of the expulsor was too long. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during infusion of oxycodone, the device showed the bag was empty and all doses given; however, there was 45ml of a total of 100ml remaining in the bag. It is unknown if there were any adverse patient effects.